Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and went to the physician's office. A lead integrity alert was indicated to have been triggered for short v-v intervals and non-sustained episodes. The physician was able to observe short v-v intervals on the liveelectrogram during impedance testing. On a chest x-ray, it was seen that the lead was touching an inactive lead. Reprogramming was performed to change detection. The lead remains in use. No patient complications have been reported as a result of this event.